Event description:
It was reported to boston scientific corporation that an autotome pro rx 39 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stricture performed on (B)(6) 2025. During the procedure, the cut was made appropriately and then the cutting wire broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was successfully completed with the same original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h11: (investigation results) the returned autotome pro rx 39 was analyzed, and a visual evaluation noted that the cutting wire was blackened, kinked and broken where insulation ends. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was kinked and broken. Wire broken could have been generated if there was contact between the device and the scope during energization or if the device exceeds the maximum of voltage during procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire integrity and cause a premature cutting wire fatigue, leading to break it. Once the cutting wire breaks, any attempt to remove the device from the scope can bent the cutting wire. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that an autotome pro rx 39 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stricture performed on (B)(6) 2025. During the procedure, the cut was made appropriately and then the cutting wire broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was successfully completed with the same original device. There were no patient complications reported as a result of this event.